Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the battery charger was no longer working. The battery charger was brought into office and tested on multiple outlets and turned on/off switch in back, unplugged and replaced cord in back, but charger still would not turn on. A temporary loaner equipment was given to the patient from office supply as the patient was unable to charge batteries until loaner equipment given. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of the universal battery charger not working as expected was confirmed. The universal battery charger was returned for analysis to service depot. Visual inspection of the unit revealed evidence of fluid ingress inside the unit. Further evaluation was not performed. The customer does not want the unit to be repaired, and the unit will be scrapped. A root cause of the reported event was determined to be user error due to fluid ingress. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.